Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous defibrillation lead exhibited oversensing on the right ventricular (rv) channel, with an inhibition of pacing in this pacemaker dependent patient. Noise was detected on the rate/sense egrams, and intermittently on the shock egrams. There were no reported patient symptoms associated with this clinical observation. A guidant technical services consultant discussed performing maneuvers with the patient to recreate the noise. The physician elected to decrease sensitivity in the ventricular lead, which reduced the pacing inhibition. However, the original source of the noise could not be detected and a setscrew issue was suspected. The physician elected to explant and replace the crt-d and lead.